Event description:
Pt was found "unresponsive." Reporter tested pt's blood glucose, using the suspect device, and obtained a result of 542 mg/dl. Based on pt's symptoms, reporter phoned emergency medical services and attempted to treat pt with an oral glucose substance. Upon paramedics' arrival, 30 minutes later, pt's blood glucose reportedly measured 14 mg/dl (on paramedics' blood glucose monitor). Pt's blood glucose was immediately retested, using the suspect device, with a result of 278 mg/dl. Reporter stated that pt was transported, by paramedics, to the hosp. Reporter was unable to provide any details of treatment received by paramedics; reporter did note, however, that pt was alert upon arrival at the hosp. Pt was reportedly treated with an intravenous glucose solution, at the hosp, after which his blood glucose measured 127 mg/dl (on a hosp device). At the time of the report, pt wa still at the hosp. Reporter noted that pt would likely be discharged that day. At the time of the event, pt was tested with expired strips. Technical support requested the return of the suspect product and repacement product was shipped.